Manufacturer narrative:
Batch review performed by medacta regulatory affairs department: lot 180124: (B)(4) items manufactured and released on 30-apr-2018. Expiration date: 19-apr-2023. No anomalies found related to the problem. To date, 18 items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medacta medical affairs manager: 1 year and 4 months after cemented tka the femur is exchanged to a revision component of smaller size. The stiffness and pain reported by the patient may be due to the excessive size of the primary femoral component and the empty volume between anterior shield and bone. No reason to suspect a faulty device in this case.

Event description:
Revision surgery performed after 1 year and 4 months due to stiffness in the knee probably due to an oversized femur. The surgeon revised all components. The surgery was completed successfully.